Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with a cystourethroscopy and right retrograde pyelogram due to stress urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced interstitial cystitis, hematuria, urinary incontinence, and incomplete bladder emptying. (B)(4).

Manufacturer narrative:
It was reported that patient underwent a mesh revision on (B)(6) 2007.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced enterocele.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and large cystocele.

Manufacturer narrative:
Additional patient codes: (B)(4)- infection, (B)(4)- blood loss, (B)(4)- urinary/bowel problems, recurrence additional information. Additional narrative: it was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding and infection.